Manufacturer narrative:
The day following the index procedure, the patient developed the gradual onset of bilateral visual field loss, behavior change, and left hemiparesis. She became confused and "was talking out of her head". A head CT scan was negative. The symptoms fully resolved in 48 hours. This was later adjudicated to a cerebrovascular accident. The patient underwent occupational therapy, physical therapy and speech therapy for a pre-existing hypertensive encephalopathy. The patient was discharged approximately 10 days after the index procedure. According to the investigator, the neurological deficit was related to the index procedure and not to cordis product. The adjudication minutes received (B)(6) 2011 note that a CT scan performed on (B)(6) 2010 revealed chronic right occipital infarction and chronic lacunes. The contributing etiology for the patient's death approximately two months after the index procedure was neurological in origin. The death certificate listed the immediate cause of death as an ischemic cerebrovascular accident (approximate interval between onset and death of 2 weeks), with underlying causes listed as severe hypertensive and atherosclerotic cerebral vascular and peripheral vascular disease (10-20 years duration) with significant contribution of diabetes. No autopsy was performed. In addition, it was reported that the patient had experienced renal failure and a myocardial infarction near the time of death. Concomitant medications included heparin, aspirin and clopidogrel. Complaint conclusion: the patient was an (B)(6) woman with a history of dyslipidemia, cardiac arrhythmia, diabetes, encephalitis, and hypertension was enrolled in the (B)(4) registry. Angiography had shown that the patient had 90% stenosis of the ostial right internal carotid artery. The lesion was 15mm in length. The reference vessel was 5.5mm in diameter with an arch type I. An angioguard rx with a 7mm basket prepped normally, but was unable to cross the lesion. The device was removed without patient injury and an ev3 embolic protection device was used. Following pre-dilation, a 10 x 30mm precise pro rx was implanted at the target lesion. The patient left the angiography suite without neurological deficit. The day following the index procedure, the patient developed the gradual onset of bilateral visual field loss, behavior change, and left hemiparesis. She became confused and "was talking out of her head". A head CT scan was negative. Initially the event was reported to have lasted greater than 24 hours with complete resolution of symptoms; however, additional information notes that the patient still had slight weakness in the left arm 7 days after the procedure. The patient underwent occupational therapy, physical therapy and speech therapy for a pre-existing hypertensive encephalopathy. The patient was discharged approximately 10 days after the index procedure. The investigator felt she may have had late microemboli after stenting, but was unable to provide an exact diagnosis for the neurological deficit (the event was adjudicated as an ischemic stroke). According to the investigator, the neurological deficit was related to the index procedure and not to cordis product. A review of the manufacturing documentation associated with the complaint lot numbers presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event, therefore, no corrective action will be taken. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
This file was initially not considered to be MDR reportable. It was initially reported that the patient experienced neurological symptoms of visual field loss, behavior change, and left hemiparesis that resolved within 48 hours and was related to the index procedure, and later expired due to a myocardial infarction. Additional information from the cec adjudication minutes revealed that the symptoms were adjudicated to a cerebrovascular accident with residual arm weakness one week later, and the cerebrovascular accident was related to the patient's death. At the time of the index procedure, angiography had shown that the patient had 90% stenosis of the ostial right internal carotid artery. The lesion was 15mm in length. The reference vessel was 5.5mm in diameter with an arch type I. An angioguard rx with a 7mm basket prepped normally, but was unable to cross the lesion. The device was removed without patient injury and an ev3 embolic protection device was used. Following pre-dilation, a 10 x 30mm precise pro rx was implanted at the target lesion. The patient left the angiography suite without neurological deficit.